Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber broke. Boston scientific has been unable to obtain additional information despite good faith efforts. No patient complications were reported.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber broke. Boston scientific has been unable to obtain additional information despite good faith efforts. No patient complications were reported.